Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. It was reported that the patient stated they had their pump deactivated years ago and now the pump was beeping and they wanted to know how to get the pump alarm turned off. The patient stated they called their healthcare provider (hcp) who used to manage the pump but the patient was not a current patient so they were told to called medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.